Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3509 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a large area of skin extending from PICC site to elbow was stained brown with the appearance of extravasation of an iron infusion. The patient also reported that it was sore and had been sore during administration of last chemo (epirubicin and cyclophosphamide) which was on the same day as the patients iron infusion. Went for uss which showed no dvt. PICC removed. After withdrawing a PICC line and flushing it was found that it was fractured and leaking around 3cm proximal to the insertion site.